Event description:
The account alleged brake caster is not holding. No pt impact.

Manufacturer narrative:
The technician found the sem screw is missing so the hex rod will not stay centered. The technician replaced the sem screw in the brake hex rod to resolve the issue.